Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and the shock impedance daily measurements showed a gradual rise that was likely attributed to lead calcification. The patient presented to the emergency room (ER) and commanded shock impedance had increased to 114 ohms, compared to the shock impedance of 70 ohms noted at implant. There was no evidence of noise on stored episodes, rv threshold was 0.7v, and r-waves were 13 mv. A recent delivered 41j shock had a shock impedance measurement of 84 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and the shock impedance daily measurements showed a gradual rise that was likely attributed to lead calcification. The patient presented to the emergency room (ER) and commanded shock impedance had increased to 114 ohms, compared to the shock impedance of 70 ohms noted at implant. There was no evidence of noise on stored episodes, rv threshold was 0.7v, and r-waves were 13 mv. A recent delivered 41j shock had a shock impedance measurement of 84 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 128 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, and the shock impedance alert value was increased from 125 ohms to 150 ohms. This rv lead remains in service. No additional adverse patient effects were reported.